Manufacturer narrative:
H3: product analysis: product: (B)(4); lot: h6107686 visual and microscopic examination did not reveal any damage. Functional examination revealed that the cage opened and collapsed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the spacer did not fit correctly. The product was explanted. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received that the prpcedure was tlif (transforaminal lumbar interbody fusion. When the implant was expanded to its max, the device was not tight enough in the disc space. The surgeon didn't feel comfortable leaving. They replaced it with a bigger cage. Procedure was a success once we resized the cage.